Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the battery was replaced and there was a white, milky substance in the pocket and on the head of the battery. The battery was going to be returned for analysis. Additional information was received from a manufacturer representative (rep). It was reported that the physician suspected that the ins battery leaked. No further complications are anticipated.